Event description:
The customer reported that there was a communication failure error message and the system locked up. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 5vdc power supply was evaluated, replaced, and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.